Event description:
It was reported the patient presented with chronic low back pain and leg pain with symptoms of neurogenic claudication. MRI scans revealed lumbar disk degeneration with herniation arthropathy and lateral recess stenosis. Patient failed all forms of conservative treatment and is getting progressively worse. Preoperative diagnosis lumbar stenosis and radiculopathy and neurogenic claudication. The patient underwent l3-s1 facet fixation and arthrodesis, decompressive lumbar laminectomy, half of l3,4,5 with lateral recess decompressed and medial facetectomies, foramintomites from l3 to s1 bilaterally and posterolateral fusion from l3-s1 using rhbmp-2/acs and mosaic bone graft extender. The bmp was soaked onto mosaic bone graft extender and placed over the transverse processes, followed by autograft harvested from the laminectomy side. The patient was transferred to recovery in stable fashion. Day one post-op the patient had no neurological deficit. He had some low back pain with some trigger points in his left posterior thigh and gluteal region. Patient treated on morphine controlled pain course and was immobilized out of bed. Patient had some left transient arm numbness which improved. Four days post-op the patient was found with altered mental status. Initial suspicion was opioid sensitivity/overdose. Labs and CT scan of the head were negative five days post-op patient is much more awake after having been off all his medication. Patient experienced ¿considerable pain¿. 415 days post-op the patient presented for a MRI of face and neck which indicated ¿vision lost in the right eye, right sided weakness, evidence of para-nasal sinus disease including mucosal retention cyst in the left maxillary sinus, and fluid within the right maxillary sinus consistent with sinusitis. Other sinus mild inflammation is demonstrated in the right ethomical air cells.¿ 607 days post-op the patient presented for a 1 year complete exam. Per medical record ¿vision has gotten worse since last visit. A review of systems indicate chest pain discomfort, joint pain, headaches/migraines, numbness of extremities and anxiety, depression and memory loss. Patient¿s vision loss is said to be due to a stroke during infusion surgery.¿

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.